Event description:
It was reported that after use of the bd ultrasafe the needle cover ended up locking the syringe. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7117214, medical device expiration date: 2021-04-30, device manufacture date: 2017-04-27. Medical device lot #: 7143448, medical device expiration date: 2021-04-30, device manufacture date: 2017-05-23 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd ultrasafe¿ the needle cover ended up locking the syringe. No reports of serious injury or medical intervention noted.